Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box showed that the begins on (B)(4) 2018. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.